Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. The initial results were questioned as they did not fit with the patient clinical picture. The samples were repeated on another system. Sample 1 initial result was 150 mmol/l, and the repeat result was 141 mmol/l. Sample 2 initial result was 152 mmol/l, and the repeat result was 143 mmol/l. Sample 3 initial result was 153 mmol/l, and the repeat result was 144 mmol/l. Sample 4 initial result was 150 mmol/l, and the repeat result was 142 mmol/l.

Manufacturer narrative:
The electrode lot number was efb74. The expiration date was not provided. The field service engineer found that the vacuum nozzle was mismatched. He adjusted the vacuum nozzle and performed maintenance on the ise module. The results for samples, calibration, and quality controls were acceptable. The investigation determined that the service actions resolved the issue.